Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient did not remember the cgm reading from during the event but alleges the inaccuracy on the fact that he did not have a low reading of the cgm device but experienced symptoms of hypoglycemia. The patient did not have the option to take a blood glucose reading at home and did not remember any of the blood glucose readings possibly taken at the hospital. On the day of the event the patient had just gone to sleep, the patient reported that before going to sleep he injected an unspecified amount of insulin. After one hour he woke up and experienced symptoms of feeling low such as sweating, not being able to make sense and being ¿out of his mind¿. The patient¿s wife called an ambulance, and the patient was brought to the hospital. The patient did not remember which specific treatment was given by the paramedics but did remember he was given treatment intravenously. The patient was diagnosed with hypoglycemia and was admitted for a total of 1 day before he was discharged again. Patient does not remember what treatment was given at the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.